Manufacturer narrative:
The device was received into the lab and upon evaluation it was found that the device blade lock had detached from the device. The blade lock was tested and the component failed the inspection. The device was repaired and returned to the customer. No additional issues have been reported. Steris will continue to monitor for similar events as part of our post-market surveillance procedures. UDI data clarification - steris is not the manufacturer of the device, so applicable UDI identifiers were not included in the MDR.

Manufacturer narrative:
The device was received into the lab and upon evaluation it was found that the device blade lock had detached from the device. The blade lock was tested and the component failed the inspection. The repaired device passed outgoing qc inspection and was returned to the customer on 10/29/2025. Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. Steris is not the manufacturer of the device, therefore UDI was not included in the MDR.

Event description:
The user facility reported that the device fell apart in the middle of an operation on (B)(6) 2025. No injuries and/or procedural delays were reported.